Event description:
It was reported by the rep the device was used during a laparotomy. It was reported the surgeon used a prw35 skin staple to close the skin and found that the skin incision opened back up post-operatively.